Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe) / collapse lumen/sac close eye / valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution state" single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that during foley removal, the water was aspirated only 2cc for the 1st time and no more water could be aspirated. However, the resistance was experienced when they tried to retract the foley from the patient. Another syringe had to be used to aspirate another 6cc of water from the balloon. The foley could be removed completely.